Event description:
It was reported that the event involved a female pt while in the cath lab. Indications for use: cardiogenic shock. They prepped per instruction intra-aortic balloon (iab) was inserted through the teflon sheath via left femoral with no issues. At initial startup of intra-aortic balloon pump (iabp) therapy, the pump alarmed "gas leak." As a result, the iab and sheath were removed as one unit. A new prepped per instruction arrow 8 fr 40 cc was inserted through the teflon sheath via same insertion site left femoral successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a 10 - 15 minute delay or interruption in therapy noted with no harm to the pt. The pt outcome is okay. It was noted that on the first iab a fluoroscopy was performed. An x-ray was performed on the second iab.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.